Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient was implanted with a thoraflex hybrid by the frozen elephant trunk technique for unknown indication. Gore® viabahn® endoprosthesis (vsx device) was used for a bridging device of the left subclavian artery (lsa). The first vsx device was placed from the aorta to the lsa. The treatment area was short, so the second vsx device was additionally used. During deploying the second vsx device, resistance force was felt. When the physician further pulled the deployment line, it was broken inside the delivery catheter. At this time, a radifocus guide wire was used as a guidewire. As the patient¿s chest was opened, the physician could pull the remaining deployment line from the deployment line notch which was exposed outside the patient. The second vsx device was deployed successfully. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician commented as follows: since the vsx device had been able to be deployed using radifocus guide wire without problems at other facilities, I thought it could be deployed this time too. The chest was opened, so the problem was able to be recovered.